Manufacturer narrative:
This case, with patient identifier (B)(4) (nano system), is related to case with patient identifier (B)(4) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 400 mg/dl, 279 mg/dl (nano meter) and 154 mg/dl (aviva meter). No adverse event reported. Return of the suspect device was requested for evaluation.